Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6x150 smart flex self-expanding stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning line and device release was initiated. After opening 2 cm, significant resistance to release the stent was observed, making it impossible to use. The physician chose to remove the device. The product was stored and handled according to the instructions for use (IFU). It was also inspected and prepped per the IFU, and the handle of the smart stent delivery system (sds) was held flat and straight outside the patient as instructed. Nothing unusual was noted about the sds prior to use, no difficulty was encountered when flushing the sds, no unusual force was applied during deployment, and the device was removed from the patient without injury. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6x150 smart flex self-expanding stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning line and device release was initiated. After opening 2 cm, significant resistance to release the stent was observed, making it impossible to use. The physician chose to remove the device. The product was stored and handled according to the instructions for use (IFU). It was also inspected and prepped per the IFU, and the handle of the smart stent delivery system (sds) was held flat and straight outside the patient as instructed. Nothing unusual was noted about the sds prior to use, no difficulty was encountered when flushing the sds, no unusual force was applied during deployment, and the device was removed from the patient without injury. There was no reported injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 341213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact cause of the issue experienced by the customer could not be determined. Procedural factors and device handling may have contributed to the event reported. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6x150 smart flex self-expanding stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning line and device release was initiated. After opening 2 cm, significant resistance to release the stent was observed, making it impossible to use. The physician chose to remove the device. The product was stored and handled according to the instructions for use (IFU). It was also inspected and prepped per the IFU, and the handle of the smart stent delivery system (sds) was held flat and straight outside the patient as instructed. Nothing unusual was noted about the sds prior to use, no difficulty was encountered when flushing the sds, no unusual force was applied during deployment, and the device was removed from the patient without injury. There was no reported injury to the patient. The device will be returned for evaluation.